Event description:
It was reported that "when they do the team change tests, it does not deliver the shocks". The event was reported to have occurred during clinical use, but there was reportedly no patient harm.